Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 06-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient implanted with a neurostimulator. It was reported that the patient was experiencing shocking sensations that were attempted to be resolved before surgical intervention by reprogramming. There were no falls or external changes reported and the health care professional reprogrammed the device on several occasions prior to surgery. It was also mentioned that amplitude and electrode configurations were manipulated. There were no further symptoms or complications reported or anticipated.